Event description:
It was reported that on an incidental find on an x-ray, the physician stated that he allegedly found that 4 limbs from an ivc filter had migrated from the vena cava to the lung. The filter was still in good position in the vena cava. The physician decision was to do nothing at this time. The patient is asymptomatic. The filter was implanted at a different hospital by a different physician, for dvt and pulmonary embolism. No patient injury reported.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number is unknown. The sample remains implanted, so a sample evaluation could not be performed. Chest x-ray's were returned for review and one of the films showed three different bent metallic wire objects in the chest / lung. One on the left and two on the right. The filter was also seen in the vena cava. Several filter arms appear to be missing from the filter. One arm appears to be pulled slightly up, but it could not be determined if it was detached. Based on the x-ray review, three detached arms can be confirmed. The root cause is unknown. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture, filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.